Event description:
Surgeon reported that an ap lap-band system was removed. Reason for surgery not yet provided. Further info to be forwarded. Follow-up findings: "a large upper pouch overlapped the band." "Laparoscopic reversal of gastric banding procedure." The band was discarded by staff and will not be returned.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. The device associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter discarded the device when it was explanted and it is not longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the pt history and a reference to a rapidportez that was not release with the band has been requested. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation."